Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01009 and 2134265-2015-01010. (B)(4). It was reported that chest pain, myocardial infarction (mi) and in-stent restenosis (isr) occurred. In (B)(6) 2012, the patient presented with chest pain and was diagnosed with mi. Coronary angiography and index procedure were performed. The target lesion was a long de novo lesion located in the proximal segment of saphenous venous graft (svg) to right posterior descending artery (r-pda) with pre-existing thrombus, 80% stenosis, and was 45 mm long with a reference vessel diameter of 5.5 mm. The lesion was treated with thrombectomy followed by pre-dilation and placement of overlapping 4.00 x 32 mm, 4.00 x 12 mm and 4.00 x 8 mm promus element¿ plus stents. Following post dilatation, residual stenosis was less than 10%. One day post procedure, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2015, the patient presented with complaint of recurrent chest pain over the past two days. The therapy with aspirin was withheld during the past week for facet block injection at an outpatient surgery to avoid epidural bleeding complications. Patient's cardiac enzyme levels were noted to be elevated. Also, patient's electrocardiogram (ECG) was performed which showed sinus rhythm with first-degree atrioventricular (av) block. It did not reveal any acute changes as all appeared chronic. The isr of previously placed 4.00 x 32 mm, 4.00 x 12 mm and 4.00 x 8 mm promus element¿ plus stents in the proximal portion of svg to r-pda was the culprit lesion for non st elevated mi. It was considered to admit the patient and hold-off on cardiac catheterization due to chronic kidney disease (ckd) and lack of amenable vessels because of the last catheterization 2 years ago. The event was treated with hospitalization. Four days post admission, the event was considered as resolved and the patient was discharged on aspirin.